Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold in/around the battery connectors and along the bottom of electrical board. Unable to download/upload due to moisture damage. Unable to perform the displacement test due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked on battery side and retainer ring was not damaged. Customer went to swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.